Manufacturer narrative:
(B)(4). Date sent: 8/28/2023. D4: batch # a9cj1f. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned with no damage to the external components. In addition, the packaging opened was returned along with the instrument. Upon cycling, the instrument was noted to be empty. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿malformed clips". No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2023. Correction to: 6. Health effect - impact code 6. Health effect - impact code.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4: batch # unk. Additional information was requested and the following was obtained: "we have ambiguous information, ¿was surgery delayed due to the reported event? Was coded it as ¿no¿. Answer: no. If the surgery was prolonged, was there any patient consequence as a result of the procedure being prolonged 80 minutes? Answered: 0. It was a mistake please provide more details about how ¿staples do not form close properly¿. Answer: when the surgeon firefox the clipping device, it díd not close properly and the staples were loose. Did device fire malformed clips? Answer: yes, clips did not close completely. Did device fire scissored clips? Answer: unknown. Did clip not hold once place in vessel or tissue? Answer: in tissue. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroidectomy, the staples do not form properly. Device replaced and procedure finished successfully. No patient consequences.